Manufacturer narrative:
The device was evaluated by a field service representative. This report will be updated when the investigation is complete.

Event description:
It was reported that the neptune's power cable burned. There was no patient involvement or adverse consequences related to this event.